Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  Complaint sample was evaluated and the reported event was confirmed. The drill bit is fractured in two pieces. The cutting edges are severely damaged. Dimensional evaluation confirmed that the drill bit core diameter and material hardness conformed to print specifications. Device history records were not reviewed as the device was returned for further evaluation. Investigation results concluded that the reported event was due to normal wear over the life of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The drill bit fractured while in use. All pieces were retrieved and surgery was not delayed. No patient consequences were reported and no further information has been made available.